Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
Failed 2 level ctdr revision to corpectomy. Removal of simplify disc due to subsidence, and osteolysis.